Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2004. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and/or consequential damages due to the implanted lead. A lawsuit alleged that the lead was fractured. It was further reported that the right ventricular (rv) lead exhibited high/undefined impedances on the rv and superior vena cava (svc) coils. The lead was explanted and replaced. No patient complications have been reported as a result of this event.